Event description:
The customer reported that her sensor readings were running lower than her blood glucose. She stated her blood glucose was at 139 mg/dl and her sensor read 90 mg/dl. Another time, the customer stated, she was in the 300 mg/dl to 399 mg/dl range and her sensor read 179 mg/dl. During troubleshooting, an average difference of 30.5 percent was established. The customer was advised remove the sensor and stated the sensor cannula was bent on the tip and there was blood on the sensor and at the site after removal. Nothing further was reported.

Manufacturer narrative:
One opened/used enlite sensor was tested and it failed per specifications, due to high readings. Needle complaint was not confirmed due to customer did not return insertion needle. Cannula was bent, unable to confirm if customer received sensor in said conditions as it was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.